Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Dexcom representative advised patient on troubleshooting techniques, which was unsuccessful. Patient stated that they will try connecting transmitter with their receiver before replacing transmitter. No additional patient or event information is available.